Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed, and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the sub-branches of the renal artery using ruby coil lps and a lp system detachment handle (handle). During the procedure, a ruby coil lp would not detach. The physician attempted to use a handle to detach the ruby coil lp, followed by manually detaching the ruby coil lp. However, both attempts did not work. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp, and the same handle. There was no report of an adverse effect to the patient.